Event description:
A malfunction was reported on the pump, identified by malfunction code 12, and had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and advised the customer on necessary actions, including using backup therapy through multiple daily injections.